Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The field service engineer checked the cell wash function, sample and reagent probe alignment, probe outside and inside washing, syringe seals, sample probe seal, and ultrasonic mixers function. He found the sample probe spring was not attached which he repaired and found the cell plate cover was not lined up with cells which he adjusted. He ran a precision check with results within the acceptable range. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 502 module. Example 1 creatinine initial result of 1 and a repeat result of 82. Example 2 crp initial result of 0.0 and a repeat result of 177.54. Example 3 glucose initial result was 0.04 and a repeat result of 5.03. No units of measure were provided.